Event description:
It was reported that the patient had required intervention due to hypoglycemia. The patient's blood glucose levels had dropped to 60 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had been sweating. The patient removed the pod prior to arrival of the paramedics. Upon arrival of the paramedics the patient was treated with something sweet to consume. The paramedics were with the patient for 2 hours. The patient did not go to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention for hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.